Event description:
It was observed that during the device evaluation, the videoscope's bending section cover adhesive had separated and it's bending tube was damaged and exposed its metal braid. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.